Event description:
Customer stated they had an overbite, teeth still crooked, had jaw discomfort, jaw pain and difficulty chewing due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.